Event description:
It was reported that the patient had four programs during his trial, but was only given two programs after the implant. The patient had not been educated on recharging or using the programmer. It was also reported that the patient had experienced a shocking or jolting sensation when he moved during the trial, and appeared to also experience the sensation with the permanent implant. The patient stated that the person who programmed his system didn't 'program it high enough.' It was reported that once the system scarred in the patient would be programmed for adaptive stimulation, which would reduce the shocking sensation. Patient was talking about positional movement "shock or jolt" that he experienced with trial that will reduce with adaptive stimulation. It was noted that the patient had a follow-up appointment scheduled for (B)(6) 2012 for further adjustments and education. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3778-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; anchor: model 3550-39, lot# n319565, implanted: (B)(6) 2012, explanted: na; accessory: model 3550-29, lot# n319565, implanted: (B)(6) 2012, explanted: na; programmer: model 37744, serial# (B)(4); recharger: model 37754, serial# (B)(4).